Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. Type of reportable event changed from malfunction to serious injury. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the challenging anatomy causing the reported failure to advance. The device was then retracted and the stent interacted with calcium of the lesion causing the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: the 3.25 x 18 mm xience alpine stent delivery system (sds) was advanced into the anatomy; however, the sds failed to cross to the lesion due to the anatomy. When the sds was pulled back, the stent became caught in the calcium and dislodged. The same sds balloon was used to deploy the dislodged stent proximal to the lesion. The vessel was diseased; therefore, the stent was not deployed in healthy tissue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the left anterior descending (lad) artery. The 3.25 x 18 mm xience alpine stent delivery system (sds) was advanced onto the guide wire, but became stuck prior to insertion into the anatomy. While attempting to remove the sds, the stent dislodged onto the guide wire. The guide wire and the sds were removed as a unit, and replaced. A new 3.0 x 18 mm xience alpine sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.